Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 28mm catalog #: 650-1055 lot #: 179850, medical product: cer option type 1 tpr sleve -6 catalog #: 650-1064 lot #: 2887399, medical product: m2a-magnum pf cup 50odx44id catalog #: us157850 lot #: 296330, medical product: act artic e1 hip brg 28x44mm catalog #: ep-200150 lot #: 630420, medical product: taperloc por lat fmrl 9x137 catalog #: 11-103203 lot #: not reported. An additional MDR report was filed for this event, please see associated report: 3002806535-2019-00871. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised due to metal on metal complications. Upon discharge from the hospital, the patient experienced recurrent dislocations, wound drainage with dehiscence, and fevers. The patient was again revised during which a blood loss, pseudotumor, hematoma, osteolysis, and tissue damage was noted with positive frozen sections, infection, wound complications, and pain. Implant wear was also noted due disassociation of the active articulation system. The acetabular shell, head, and liner were replaced, and the patient was placed on prolonged IV antibiotics.